Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an epidural injection for nerve pain on july 3 and since then their bladder symptoms had increased. Troubleshooting was not possible as their programmer (pp) was not powering up. It was stated that they had never had to use the pp, and about a week ago it was blank. They had replaced the batteries, but they were not brand new, so it was noted that they would buy new batteries and see if that helped. It was also noted that they had an appointment with their healthcare provider scheduled for (B)(6) 2019 so they would discuss the issue at that time. No further patient complications are anticipated or expected as a result of this event.